Manufacturer narrative:
Shipping error.

Event description:
The user reported to alpha omega about an attempt to using wrong deep brain recording electrode, during neurosurgery procedure, for placement dbs electrode. No proper replacement electrode was available; therefore the neurosurgeon has decided to terminate the dbs neurosurgery procedure. No injury to the patient was reported. The complaint investigation conclusion indicated that the order processing procedure was not followed by an employee, which led to the shipping of a wrong electrode. A corrective action was implemented by alpha omega to eliminate reoccurrence of such cases.